Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging gagging and choking, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, gagging and choking, nasal irritation, sore throat that is related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, blower, blower box, blower outlet seal, p4 power connector. Using a known good power supply, manufacturer verified the base unit provided airflow. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that they are unable to directly address the symptoms outlined in the complaint and confirmed that there was no evidence of sound abatement foam degradation/breakdown observed, also confirmed the presence dust/dirt contamination in the airpath, likely from a source external to the device. In this report, section h6 has been updated.